Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited b31 error message. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Corrections were made to the following fields: d5: correction to initial medwatch from "other/olympus" to "health professional." E1: correction to initial medwatch of establishment name from "olympus" to (B)(6) hospital: g2: correction to the initial medwatch to remove "company representative" and add "user facility." G3: correction to g3 of the initial medwatch. The aware date should be 23jul2024. H6: correction to initial medwatch of health effect impact code from "2645-no patient involvement" to "2199-no health consequences or impact." The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) years since the subject device was manufactured. Based on the results of the investigation, it is presumed that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the endoscopic image was checked after reassembling the printed circuit board embedded in the video connector with another one to narrow down the faulty part. As a result, the defective event was eliminated. It is judged that ¿error code b31¿ occurred since the printed circuit board of the subject device was faulty. Olympus will continue to monitor field performance for this device.